Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
Boston scientific received information that the remote home monitor issued an alert for a high out of range shock impedance measurement. Boston scientific technical services (ts) was consulted and found that the shock impedance has varied from between 80 to 130 ohms over the past year. It was noted that the alert for the last high out of range impedance was from seven months earlier. Ts discussed the option of bringing the patient in for evaluation and possibly increasing the alert value in the remote home monitoring system. The field representative reached out to the clinic and it was noted that the patient was scheduled to come into the office where they would increase the remote home monitoring alert to 150 ohms and continue to monitor the patient. At this time the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead remain in service and no adverse patient effects were reported.